Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime event occurred. The pump powered up properly and a rewind/load/prime sequence was performed without any loss of prime occurring. The pump was exercised for 24 hours without incidents. Force sensor readings were within specifications. Unrelated to the prime issue, investigation found that the battery compartment was cracked. No moisture or corrosion was found when the pump casing was opened to investigate. Investigation was unable to duplicate the reported loss of prime issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts. Reporter was able to prime after each warning and the issue persisted with a new box of cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.